Event description:
It was reported from the IV therapy unit that the device was programmed at 1455 to infuse an unknown IV medication 80ml at a rate of 100ml/hr. The nurse reported that the device alarmed after 50 minutes that the infusion was completed, however no medication had infused. The nurse checked the patient's IV site to find it patent with brisk blood return. The nurse exchanged the device and the infusion completed without complications. There was a delay for the patient in receiving the monthly IV medication, however, no lasting impact was caused to the patient from the event.

Manufacturer narrative:
The customer¿s complaint of an under-infusion was not confirmed. Results from a review of the pump module event log identified the reported infusion programmed at 2:53:13 pm on (B)(6) 2020. The infusion completed to kvo and alarmed for occlusion fluid side at 3:41:25 pm. A timed rate accuracy test performed on the returned pump module s/n (B)(6) found the device in good working condition and delivering fluid within specification. Occlusion pressure testing performed on the returned pump module confirmed the device pressure sensor are detecting bottle and patient side occlusions as intended pump module s/n (B)(6) external and internal inspection noted the following observations: both iuis connectors were observed to be dull. All other possible replacement parts were observed to be bd parts. Bezel date code: april 2019. Log analysis results: results from a review of the pump module event log identified an unknown infusion programmed at 2:53:13 pm on (B)(6) 2020, with the rate of 100ml/h and a vtbi of 80ml and was started. The infusion programed completed to kvo and alarmed for occlusion fluid side at 3:41:25 pm. Pump module error logs had no entries pertaining to the reported issue. Test results: timed rate accuracy testing performed on the source pump module s/n: (B)(6) attached to the lab pcu, infusing with a rate control set found the pump module delivering fluid within specification. Asm occlusion pressure testing performed on the returned pump module confirmed the device detecting for bottle side and patient side occlusions as intended. The root cause of the customer¿s complaint of fluid remaining after infusion completed was not determined. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 21mar17. A review of the device service history record was performed beginning from the date of manufacture to the present date 025aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the IV therapy unit that the device was programmed at 1455 to infuse an unknown IV medication 80ml at a rate of 100ml/hr. The nurse reported that the device alarmed after 50 minutes that the infusion was completed, however no medication had infused. The nurse checked the patient's IV site to find it patent with brisk blood return. The nurse exchanged the device and the infusion completed without complications. There was a delay for the patient in receiving the monthly IV medication, however, no lasting impact was caused to the patient from the event.